Event description:
It has been brought to manufacturer's attention that lyric device was removed after 23 wear days, the reason for removal being "dead device". Upon the removal the hcp observed sore or ulceration of tissue, severeness rated as mild. No other ear canal observation has been provided.

Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter. The hcp reported that after the patient saw ent and was prescribed drops for his ear. Hcp reported this has happened multiple times for the patient in this ear this, which is why they have cancelled the subscription for this ear (pt is still wearing lyric in the other ear, has not had this issue occur in the other ear). The eardrops that were prescribed were cortisporin drops. The hcp confirmed that the ear has healed, at the most recent visit the ear looked perfectly health with no evidence of injury. Lyric is a single use device and is usually discarded and hence is not available for the analysis. The device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity. This environment can occasionally result in skin irritations or infections. Related to the deep inserted extended wear of lyric, symptoms such as abrasions, bleeding, ulcers and infections tend to occur most commonly as a result of traumatic insertion, sizing error, poor placement or patient manipulation. Sore / ulceration of tissue is considered a soft tissue injury which is a known side effect of lyric addressed both in the clinical evaluation and risk management file of the device. The self-removal instruction is given in the device's IFU. It is said to use a gentle circular motion to remove the hearing aid. Ear infection and other symptoms related to the deep insertion of lyric have already been considered in the device's clinical evaluation report and risk file. The accompanying IFU lists actions to take when ear pain, irritation or inflammation occurs and to seek medical advice. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends. This is the final report.